Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 mixed mitral regurgitation (mr) for a mitraclip procedure. During the procedure, steerable guide column was filled with air. It was noticed that the stopcock was not off to the device and proceeded to aspirate to remove all the air and turned stopcock off. Patient had st elevation and doctor proceeded to shoot the coronary arteries with contrast. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information